Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, a 3.0x28 mm absorb bioresorbable vascular scaffold (bvs) was implanted successfully in the ramus coronary artery. On (B)(6) 2017, the patient was found dead in his bed by his family. The night before the patient death, the patient had no symptoms and felt well. An autopsy was not performed. The cause of death was unknown. There was no additional information provided.